Event description:
Transmitter failed/error/alert.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional/correction h2 type of follow up - additional/correction h3 device evaluated by mf - correction h3 evaluation included - correction h8 use of device - correction; remove from 1st supp.

Event description:
Subsequent to the first supplemental MDR, correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and transmitter failed error was not found within the investigation window. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.